Event description:
An office manager reported that an intraocular lens (iol) was explanted due to an unexpected postoperative outcome following iol implant surgery. The iol was replaced with the same model, different power lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints were reported for this lot. The product investigation could not identify a root cause. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).